Event description:
It was reported through the social media, that the customer had low blood glucose level and emergency response was required. Attempted to contact the customer several times regarding the event and left message to customer to call us with any other issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.